Manufacturer narrative:
Follow-up #1 date of submission 05/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. A loss of prime was not duplicated during investigation. The force sensor calibration reading tested within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that pump emitted multiple loss of prime warnings. The cartridge was reportedly changed to one from a different box. The warnings allegedly recurred with the use of three different cartridges within 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.